Manufacturer narrative:
The customer¿s report of leaking of lipids at the tubing filter was not confirmed. Functional and pressure testing was performed; no leaking at the set¿s filter or any other locations was observed. The root cause of the reported leaking of lipids at the tubing filter was not identified.

Event description:
Customer reported leaking of lipids at the tubing filter while connected to a patient in the nicu. No patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Section a: although requested, patient demographics not provided.

Event description:
Customer reported leaking of lipids at the tubing filter while connected to a patient in the nicu. No patient harm.